Event description:
The accumet filter basket was positioned in the vessel and the acculink stent was implanted correctly without pre-dilating the lesion. While trying to remove the acculink stent delivery system (sds), the accunet filter basket was inadvertently pulled back and the proximal bushing of the filter basket became firmly stuck in the radiopaque tip of the sds. The sds handle was cut off and a 7fr guiding catheter was put over the whole ensemble. Wire access was lost several times. The proximal portion of the stent was extensively damaged by all the maneuvers. The sds and filter basket were removed from the patient. Further attempts to cannulate the stent and place a second stent in the damaged portion were unsuccessful due to continual loss of position and wire access. The procedure took approximately four hour and the patient was administered general anesthesia about midway through-local anesthesia was initially used.

Event description:
Add'l info was received in 2005 stating that after review of the images by the physician on this case, they reported they were able to recreate the failure and apparently the filter was placed too close the lesion or it moved prox as the stent was advanced through very tortuous anatomy, which is contrary to the instructions for use (IFU). Once deployed, the stent delivery systems (sds) could not be removed. It seems the tip of the sds was advanced so far that it covered the prox bushing on the accunet filter. Due to the high friction this created, the sds was effectively bound to the filter assembly, the handle was cut off and a 7fr guiding catheter was advanced over the sds shaft and though the deployed stent, collapsing the filter and enabling retrieval.